Event description:
It was reported to boston scientific corporation that wallflex enteral colonic stent was implanted in the large intestine during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being implanted to treat a 7cm malignant stricture due to peritoneal metastasis. The patient¿s anatomy was tortuous. Reportedly, the patient had chemotherapy before the procedure. No issues were noted during initial stent placement procedure. After the procedure, the patient had been stable for a few days. It was confirmed that the patient had normal bowel movement. On (B)(6) 2014, the patient experienced abdominal pain. A CT exam was performed and the physician noted free air confirming perforation. According to the physician, the stent contributed to the perforation. The physician performed a surgery to treat the perforation. Reportedly, the physician removed the stent during the surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.